Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the cardiac resynchronization therapy defibrillator (crt-d) exhibited grey bar battery measurement even after two days of being at room temperature. The device was not used and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.